Event description:
The information I have is the information on the st. Jude medical card related to the ICD. Model: p/g cd1359-40c and serial number: (B)(4), model: all: 6935-58 and serial number: (B)(4). Instead of pacing the heart rate back to normal, the ICD accelerates it inducing a shock that knocks me out. I was walking back to the office from a meeting. Suddenly, I felt dizzy in seconds I was apparently passed out. I woke up in the rain. I had hit the right side of my face, eye and both knees on the cement floor. I went to the hospital by ambulance. Upon examining the ICD, it was found that I had incident where the ICD tried to pace it. However, it kept accelerating the heart beat instead of pacing it back to normal; inducing a shock from the ICD. Although doctors attributed this event to my condition, I have never had these problems of dizziness and passing out like that because my heart was accelerated so high. I then read that 1. Icds should not be implanted by an incident of electrolyte loss as was my case (when it was determined I would need an ICD); and 2. Some icds have lead problems and/or malfunction leading to inappropriate shocks. As the doctors are all "hush-hush". I decided to report this event to the FDA to investigate.